Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of ohr revealed no production issues at the time of manufacturing of the complained lot. The returned defective device was investigated , and the reported defect was confirmed. The white protective tube of wire is damaged. The root cause of reported defect was determined as improper method of use during removal of the bag from the patient. As the root cause of this complaint was determined as improper method of use, no corrective/ preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that the memobag was found torn near the close wire during a laparoscopic cholecystectomy. Therefore, the bag was removed and replaced with a new one. Nothing fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the memobag was found torn near the close wire during a laparoscopic cholecystectomy. Therefore, the bag was removed and replaced with a new one. Nothing fell/remained in the patient.